Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the patient line after peritoneal dialysis therapy. The patient was able to separate the dark blue tip from the patient line and then reattached the dark blue tip (female connector) to the light blue finger grip (main body) without contamination. The patient placed a minicap on the end of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in january 2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.